Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this clinical study adverse event reports that revision was performed due to tibial loosening of the right knee. Without supporting pre and post-implantation radiographs, operative reports and/or the analysis of the explanted components, the root cause of the reported revision cannot be confirmed, and it cannot be concluded that the reported loosening was associated with a mal-performance of the implant. The patient impact beyond the revision and associated post-op pain cannot be determined, and there is no report of the patient¿s current condition, or whether the reported clinical symptoms persist. The patient study participation has been discontinued. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a primary tka construct had been implanted on the patient's right knee on (B)(6) 2020, the patient experienced loosening of the tibial component, as well as an edema, weakness, loss of range of motion, pain and swelling. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. The outcome is resolved.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that a revision surgery was performed due to tibial loosening on the left knee. The outcome is resolved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the clinical study patient required a right tka revision almost 8 months post implantation due to progressive symptoms with tibial component loosening. Without supporting pre and post-implantation radiographs, operative reports and/or the analysis of the explanted components, the clinical root cause of the reported event cannot be fully evaluated or confirmed, and it cannot be concluded that the reported loosening was associated with a mal-performance of the implant. The patient impact beyond the reported symptoms and subsequent revision could not be determined. Reportedly, the event was resolved as of (B)(6) 2020 "resolved same day due to revision surgery". Of note, the patient study participation has been terminated. No further medical assessment could be rendered at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.